Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using a tandem charging cable and wall adapter. A power source alert appeared in the pump history. Caller attempted to charge the pump by leaving the wall adapter plugged into a functional outlet for 30 minutes, but this did not solve the issue. Trying different wall adapters and charging cables also failed to address the problem. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump, confirmed the shipping address, and provided instructions on placing the pump in storage mode for return. Caller understood the instructions and will use mdi as backup therapy to maintain insulin delivery until the replacement arrives.